Manufacturer narrative:
Fisher & paykel healthcare is currently conducting a retail level recall on all tab designed connectors for CPAP masks. We are currently awaiting classification of the fisher & paykel healthcare CPAP mask and connectors recall from FDA. All product manufactured since april 2006 features a redesigned connector and is not subject to this recall.

Event description:
Elbow tabs broke on hc431 mask. Determined to be a lab style connector.